Event description:
It was reported that during a gastrectomy procedure, when the surgeon inserted the gauze into the pt, the duckbill valve fell into the abdomen. The valve was removed when the internal organ was enucleated. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.